Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that upon inspection it was noticed the actual a-line tubing was leaking small amount of blood. While changing the tubing, the tubing completely ripped in half. The event occurred while in use with patient and no reported patient harm.